Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports that there was leaking at the small purple end where the hose is attached. At times, the feeding set disconnects/falls apart where the tubing meets the nutrition spike. No patient injury, harm or ill effects.

Manufacturer narrative:
Based on additional information received, it was confirmed that the tubing set did not detach; therefore, this complaint is not deemed a reportable event.

Event description:
Customer reports that leaking at the small purple end where the hose is attached. Where the tubing meets the nutrition spike. No patient injury, harm or ill effects.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two used and two unused samples were received for evaluation. The samples were visually and functionally evaluated. The unused samples were found to have leaks in the top connection between the cross spike and tubing. The cross spike connectors detached from the tubing of the two used samples. There seemed to be a lack of adherence between both the cross spike and tubing. A possible route cause can be due to a dimensional gap between the tubing and cross spike. A formal corrective and preventative action was opened for this reported issue. This complaint will be used for tracking and trending purposes.